Event description:
It was reported that the patient experienced fragile tubing that would cut repeatedly. The ams 700 inflatable penile prosthesis (ipp) was removed. It is unknown if another ipp was implanted. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available a supplemental report will be submitted.